Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The device remains implanted and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient was unable to charge as the ipg was upside down inside a lose pocket. The patient underwent a pocket revision procedure. The patient was doing fine and was able to charge. No device was added or replaced.